Manufacturer narrative:
Per the FDA public health notification: pt burns from electric dental handpieces, issued (B)(6) 2007, "burns may not be apparent to the operator or the pt until after the tissue damage has been done, because, the anesthetized pt cannot feel the tissue burning and the handpiece housing insulates the operator from the heated attachment." Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though results are not available as of this report. Eval results will be submitted as they become available. A DHR review was conducted with no discrepancies noted.

Event description:
In this event a doctor reported that a pt was burned on the cheek after coming into contact with an estylus handpiece head that reportedly overheated; a blister developed, though no intervention was required to treat the burn.